Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during fill 4 of 5 that the pin on the trigger popped out and fluid leaked. He had been receiving an alarm for a patient line blockage prior to the event. Treatment was cancelled. He was advised to follow up with his pd nurse. The set was discarded. During follow up the patient reported that he had no complications due to this event. No adverse event reported at this time.